Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information received from a consumer's family/friend regarding a patient receiving baclofen (unknown concentration/dose) via implanted pump. It was reported that caller alleged the pump was alarming or beeping on (B)(6) 2015. It was a single solid beep, consistent with a non-critical alarm. It was noted that the pump had not been refilled since implant on (B)(6) 2015. No symptoms were reported. The caller was going to follow up with their current healthcare provider (hcp). On 2015-10-14 additional information was received from an hcp. They stated the elective replacement indicator (eri) alarm had been activated. The alarm was deactivated, and shortly thereafter the pump was replaced. The new pump was refilled. The low reservoir then activated at 1.9 cc as it had been set to 2.0 cc. Additional information was requested to determine if the pump was eventually refilled.